Event description:
It was reported that at the patient'sfollow-up visit the lead had very high thresholds. The lead was capped and replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).